Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently underwent skin revision and was treated with antibiotics (date not reported). The implanted device remains.